Manufacturer narrative:
The complainant was unable to report the batch/lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pfr kit - pinnacle, anterior apical was used during an anterior vaginal repair with mesh. According to the complainant, 4 weeks following the device implantation, the patient developed mesh erosion. It was also noticed that there was very little to no tissue ingrowth of the mesh. The patient also had viral shingles during the 4- week period post implantation. The physician is planning to explant mesh on an unknown date. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure.